Manufacturer narrative:
(B)(4). Approximate age of device ¿ 1 year 5 months. The explanted pump, (B)(4), was returned for investigation. A deposition was observed during the evaluation of the pump; however, a correlation to the reported increase in lactate dehydrogenase (ldh) levels could not be conclusively determined. (B)(4) was returned assembled with the driveline severed approximately 0.5¿ from the pump housing; the distal portion of the driveline was not returned. The sealed inflow conduit (inlet tube, flex section, and inlet elbow) was returned attached to the pump¿s inlet port. The sealed outflow conduit (outflow graft, outflow graft bend relief, and outlet elbow) was returned attached to the outlet port. The bend relief collar was returned attached to the outflow graft and bend relief hardware. The distal portion of the apical sewing ring was attached at the distal end of the inlet tube. Examination of the proximal side of the outlet stator revealed a small, non-adhered, tissue-like deposition. The deposition was not adhered to the outlet stator and did not reveal evidence of laminated layering or denaturation to indicate that it was present while the pump was operating. Although the origins of the deposition could not be conclusively determined, it did not appear to have been present for an extended period of time while the pump was operating. A correlation between this deposition and the reported elevated ldh levels over several months prior to transplant could not be conclusively determined. The center reported that the patent¿s transplant was not prioritized due to the elevated ldh levels. Upon removal of the observed deposition, the device was cleaned. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed and no abnormalities were found. Electrical continuity testing of the returned portions of the driveline did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process. The pump operated as intended. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient received a heart transplant on (B)(6) 2017. Reportedly, the patient had lactate dehydrogenase (ldh) rises over several months beginning on (B)(6) 2017 with an ldh value of 409 u/l and peaked at 500 u/l on an unspecified date. On an unspecified date prior to the ldh rise, the patient¿s ldh was 257 u/l. No treatment was provided in response to the occurrences of elevated ldh. It was reported that the patient was not elevated on the transplant list due to the elevated ldh. A pump evaluation and interrogation for possible thrombus was requested. Upon evaluation of the returned explanted pump, deposition in the outflow stator was identified.